Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges of experiencing difficulty breathing/short of breath. There was no allegation of serious or permanent patient harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges of experiencing difficulty breathing/shortness of breath, always tired, does not sleep well and gets headaches. There was no allegation of serious or permanent patient harm or injury. No medical intervention was required by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.